Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a power up 14 error. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer evaluated customer reports power up 14 error. Replaced compressor scroll and filters. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. No patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Compressor, scroll , muffler pressure filter and 1 muffler vacuum inlet filter into the cardiosave and tested the parts to factory specifications per the cardiosave . When the cardiosave was turned on and the self test was completed, the fat could not replicate the failure of power up code #14 error code. The cardiosave booted up normally with no error code observed on the display. The fat then proceeded to calibrate the regulators and the regulators calibrated to factory specifications. The compressor and filters passed testing.retaining the parts in the fat .the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.